Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting increased pacing impedance measurements on the left ventricular (lv) channel which recently had exceeded 3000 ohms. Additionally, shocking impedance measurements had been increasing and were greater than 200 ohms. Variable pacing threshold measurements on the right ventricular (rv) channel were also observed. The health care provider initially reported that one of the patient's leads were broken, but did not specify which one. A revision procedure was performed and this lv lead and rv lead produced normal results with the pacing system analyzer (psa) and a replacement device. An issue with the device header was suspected as it took the physician multiple attempts to remove the right ventricular (rv) lead. The physician confirmed that the leads were intact and the leads were successfully interfaced to the replacement device. No additional adverse patient effects were reported.